Event description:
A b-braun horizon/outlook IV pump set - (B) (4) - was attached to a pt with IV fluids infusing. The nurse was called to the room by the pt who noticed that the tubing was leaking out of the b-braun IV pump. The cassette portion of the tubing that was running through the pump was found to have a hole. The tubing was removed from the pt and replaced with a new tubing and new IV pump. The b-braun IV pump was checked by the biomedical engineer who performed a full pm and operational check of the infusion pump - (B) (4)-. Accuracy, occlusion alarm, container empty alarm, air in line alarm was all checked. Also inspected the pedal module - the area where the tubing set was leaking - and did not find any sharp edges that could potentially puncture the tubing causing it to leak. There were no error codes found on the pump during this time frame. No injury noted to the pt.